Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cable was confirmed with the returned system controller (serial # (B)(6)). Visual inspection of the white power cable has rescue tape on the outer insulation. The rescue tape was removed, which revealed a slice/tear on the outer insulation with green fluid. The green liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The additional finding of the fluid ingress did not result in an unexpected alarm. The reported event of low voltage advisory alarm was confirmed with the submitted log file and data retrieved from the returned system controller. The log files captured intermittent power cable disconnect and low voltage advisory relating to transient battery fuel gauge voltage values. The intermittent alarms were occurring when the system was supported on the 14v batteries/clips and was not captured when supported on the mobile power unit/power module. It was noted the data captured in the submitted log file indicated a second system controller was in service. This suggests the intermittent alarms continued. The system controller was tested with laboratory equipment and an unexpected intermittent alarm was unable to be reproduced. Additional information communicated on 21apr2021 indicated the 14v battery clips were exchanged regarding unexpected alarms, which resolved the alarm issue. Incidental findings: the black strain relief is damaged. The device did not pass section 7.1 of the functional test procedure (rev. F), which the measured values indicated beginning stages of conductor breakdown. The additional finding of conductor breakdown did not result in an unexpected alarm or functional issue. The additional finding of the fluid ingress did not result in an unexpected alarm. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low battery hazard alarm: 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm. (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 01jul2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary controller had a damaged white power connector. Low voltage advisories were noted in event history from when the patient was connected to battery power. Terminals on both battery clips and batteries were cleaned but the alarms did not resolve. The controller was exchanged on (B)(6) 2021.